Manufacturer narrative:
Concomitant products: product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v458448, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and they were shaking again. The shaking had come on gradually in the past two weeks. At an appointment with their healthcare professional (hcp), the hcp told the patient that they were shaking more. The patient wanted to get the implantable neurostimulator (ins) checked. Follow up with the patient¿s hcp indicated that the ins was interrogated by a manufacturing representative and the ins was to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.